Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. The reported difficult to remove could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed and mildly tortuous vessel in the right coronary artery (rca). The 3.5x33mm xience sierra failed to cross the lesion due to the anatomy and resistance was felt with the guiding catheter upon removal. All devices were removed as a system. It was noted that the stent struts were flared due to the interaction with the guiding catheter. Another same size xience sierra was able to complete the procedure. There was no adverse patient effect and there was no reported significant delay in the procedure. No additional information was provided.